Event description:
Subsequent to the initial MDR, additional information is being added.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. H2 type of follow up - additional. E1 initial reporter telephone number - additional. E1 initial reporter email address - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the unknown insertion site on unknown insertion date. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.